Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient has been hospitalized due to the cycler not draining properly. The patient is retaining a lot of fluid. No alarm or messages occurred during the incidents. The cycler at the hospital did not have any issues with draining. The patient contact stated they have done troubleshooting with the pd nurse (pdrn) at the clinic, including having the patient move around in several positions and nothing works. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2024 due to draining issues encountered during treatment on the cycler. During the clinic visit, the pdrn could not get the patient¿s pd catheter (not a fresenius product) to work. The patient was supposed to be utilizing heparin and had stopped. The pdrn initially suspected a pd catheter issue was related to the drain complications. The patient was sent to the hospital due to fluid retention. The patient was admitted on that day with a diagnosis of fluid volume overload (fvo). The hospital administered an unconfirmed medication into the pd catheter which enabled the catheter to work properly. The patient continued pd therapy on the hospital cycler during the hospitalization. The patient was discharged on (B)(6) 2024. The lack of draining during drain 0 issue continued once the patient returned home and was utilizing the cycler. The patient was again admitted to the hospital on (B)(6) 2024 due to fvo. There was no information available pertaining to the hospitalization. The patient was discharged on (B)(6) 2024. The patient used the hospital cycler with no issues during the hospitalization. The patient once again continued to encounter the same drain issues while utilizing the cycler at home. The patient was retaining fluid and required a third hospital admission on (B)(6) 2024 for fvo. The patient was discharged on (B)(6) 2024. The discharge paperwork from the hospital was not available. The patient continued to encounter issues with draining in drain 0 with the cycler once home. Therefore, on (B)(6) 2024 the patient was instructed to use only manual exchanges to complete pd treatments since the manuals were working to drain the patient. The patient had the pd catheter placement checked during each hospitalization. No issues were found once the catheter was flushed with the unconfirmed medication.

Manufacturer narrative:
Clinical investigation: there is a temporal and possible causal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of fluid volume overload with subsequent hospitalizations due to not draining. The patient was encountering draining issues in drain 0 during treatment on the cycler. Initially thought to be a pd catheter issue, however, once the catheter was flushed with an unconfirmed medication, the patient was able to drain on the hospital cycler and in manual exchanges without issue. The patient has continued to encounter drain issues in drain 0 only of treatment with the cycler being used in the home. In a subsequent file, the fmc global medical information and education team documented that the patient received drain alarms in one of the treatments and came off the treatment early. This resulted in no last fill for the patient. In the following treatment, the settings were not changed, and the last fill option was still set for ¿yes¿. The cycler was expecting 2,300ml to drain in drain 0 which caused the alleged drain issues. The patient¿s pdrn was going to provide re-education to the patient on the proper settings of the cycler. It is unknown if the patient has been doing this incorrect practice in all the treatments in which drain 0 complications were encountered. No information was provided for the additional treatments. Although it cannot be confirmed, based on the available information it is likely that user error caused or contributed to the patient¿s fluid volume overload with hospitalizations and that the liberty select cycler possibly contributed to the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient has been hospitalized due to the cycler not draining properly. The patient is retaining a lot of fluid. No alarm or messages occurred during the incidents. The cycler at the hospital did not have any issues with draining. The patient contact stated they have done troubleshooting with the pd nurse (pdrn) at the clinic, including having the patient move around in several positions and nothing works. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was initially seen in the pd clinic on (B)(6) 2024 due to draining issues encountered during treatment on the cycler. During the clinic visit, the pdrn could not get the patient¿s pd catheter (not a fresenius product) to work. The patient was supposed to be utilizing heparin and had stopped. The pdrn initially suspected a pd catheter issue was related to the drain complications. The patient was sent to the hospital due to fluid retention. The patient was admitted on that day with a diagnosis of fluid volume overload (fvo). The hospital administered an unconfirmed medication into the pd catheter which enabled the catheter to work properly. The patient continued pd therapy on the hospital cycler during the hospitalization. The patient was discharged on (B)(6) 2024. The lack of draining during drain 0 issue continued once the patient returned home and was utilizing the cycler. The patient was again admitted to the hospital on (B)(6) 2024 due to fvo. There was no information available pertaining to the hospitalization. The patient was discharged on (B)(6) 2024. The patient used the hospital cycler with no issues during the hospitalization. The patient once again continued to encounter the same drain issues while utilizing the cycler at home. The patient was retaining fluid and required a third hospital admission on (B)(6) 2024 for fvo. The patient was discharged on (B)(6) 2024. The discharge paperwork from the hospital was not available. The patient continued to encounter issues with draining in drain 0 with the cycler once home. Therefore, on (B)(6) 2024 the patient was instructed to use only manual exchanges to complete pd treatments since the manuals were working to drain the patient. The patient had the pd catheter placement checked during each hospitalization. No issues were found once the catheter was flushed with the unconfirmed medication.